Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a embold soft coil system. Inspection of the device revealed the coil was stretched and cut. The coil was detached from the distal coupler at the weld. The perforations were intact. The distal and proximal couplers were locked together with the pull wire. The complaint was confirmed for damage consistent with a coil detachment at the weld along with coil stretching/detached.

Event description:
It was reported that the coil stretched and protruded from the target location. A 6x60 embold soft was selected for use in an embolization procedure of a pancreaticoduodenal artery aneurysm. The aneurysm was packed with multiple coils of various types, which included non-boston scientific coils followed by two 6x60 embold soft coils. Then a third 6x60 embold soft was delivered and packed into the aneurysm. The coil had to be retracted and advanced a bit to get it in the proper location, but in the end, the physician was happy with location in the aneurysm. The coil was detached, but the coil did not separate from the delivery wire; instead, the coil came back with the delivery wire. The couplers were noted to be out of the microcatheter tip when detaching. The physician attempted to advance and retract a bit to try to get the couplers to separate. However, during this process, the coil stretched, and the physician pulled the entire delivery system out of the microcatheter tip. The stretched coil came back with the delivery system. The physician cut the coil wire at the microcatheter hub and pushed the coil wire that remained in the microcatheter into the patient's anatomy. Attempts were made utilizing several methods for hours to get the entire coil into the aneurysm, but it was unsuccessful. Most of the coil was in the aneurysm but some of it hung out into the parent artery. While not ideal, the physician was comfortable leaving the coil where it was. No patient complications were reported.